Manufacturer narrative:
The hill-rom technician found the nurse call was not activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician activated and reset the nurse call to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the nurse call is not functioning. The bed was located at the account in room 361. There was no patient/user injury reported. (B)(4).